Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air gaps were observed in the infusion set cannula. Blood glucose (bg) was 176 mg/dl. Corrective boluses were delivered to address bg. Reportedly, pump supplies were changed.